Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A dreamstation bipap device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam degradation. The device displayed error codes e223 (err_low_pressure_regulation) and e226 (err_sensor_press_unreliable). The device was scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.